Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. However, a loose connection was reported and is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) had occurred on the homechoice (hc) device. This occurred during dwell 3 of 4, while the patient was connected. The home patient (hp) had two bags connected and the connection on the supply bag was loose. The hp had cycled the power to clear the alarm. There was no adverse event associated with this report.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.